Event description:
On (B)(6) 2026 I had replacement of my right hip. This was uneventful. As part of my rehab the pa had recommended use of a "sam" unit or "sustained acoustic medicine" to start 14 days after surgery or (B)(6). I waited until (B)(6) (16 days) to try the unit I used it for 1 hr and felt no effect, so I tried for 4 more hours (total of 5). After the 4 hr period I tried to stand up and immediately felt something was wrong; my thigh was swollen and painful. I contacted my doctor the next day, ultimately, I has a second procedure to replace plastic parts and clean out the hip. The lab reported e. Coli infection resulting 6 weeks of home IV antibiotics and 6 months of home oral antibiotics. Reviewing the precautions, I realize I violated the 4 hour max per site recommendation; however, the bleeding is more likely to use of blood thinners (coumadin) due to prior blood clots. The instructions talk about "precautions due to hemorrhagic diatheses" which is insufficient to educate people using blood thinners with recent surgery. In addition, precautions talk about " over areas where a metal prosthesis or other metallic implants are embedded..." How is a patient to know the line of demarcation of where the metal is/is not? There is also a precaution regarding "... Impairment of sensation..." The surgery cut cutaneous nerves and created a numb area on my thigh, once again should this device be used after surgery?